Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot# v117138, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v104285, implanted: (B)(6) 2008, product type lead; product ID 377660, lot# v012086, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was initially reported that the patient experienced no stimulation sensation. The patient could not get the recharger to connect with the implantable neurostimulator (ins) and hadn¿t been able to do so for two months. The reporter stated that the patient needed her device to ¿wake up¿. Three days later it was indicated that the patient was scheduled for an appointment with a manufacturer¿s representative the following day. It was further reported that the ins couldn't be recharged after multiple attempts of the por (power on reset), although the information reasonably suggests that pmr (physician mode recharge) was implied. The ins would be replaced in three days after the report, on 9/9/13. Five days later it was reported that everything was good after the replacement, there were no impedance issues and the patient had stimulation where needed.